Event description:
It was reported that the patient presented during a follow-up in backup vvi status. No patient symptoms reported. It was noted that the patient had an MRI scan few days before the device image showed that the backup occurred. Device download was performed successfully. Patient was stable.